Event description:
It was reported that compatibility guidelines were requested. The patient had a stimulator (unknown company or type, serial not known) for epilepsy since 2002 and the patient needed an MRI of his head/eyes. The patient had been having vision problems for about a month prior to the report. Vimpat was prescribed and the vision issue cleared up. It was also reported that 2 years prior, the physician had replaced the stimulator, but no records of the procedure was kept at the physician¿s office. It was noted that it was difficult to provide any MRI guidelines with an unknown stimulator. It was also stated that the patient had shocks to his vagal nerve from a shoulder stimulator. It was further clarified that the patient was in a (B)(6) study, but the patient was discontinued on (B)(6) 2010. This patient had a complete explant of the company devices. It was also noted that in order to participate in the study, if they had a vagal nerve stimulator, it would need to be explanted. No current devices were found in the company's device registration system.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).